Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, lab: 7.3; date: (B)(6)2010, inratio: 7.0; date: 3 weeks ago, lab: 2.8. During meter testing for new user, meter timed out after blood was applied. The second test was completed with blood from the first finger stick (7.0 inr). Pt has bruises on his right arm from sunday. Lab test was not done on the same day as meter testing. Pt's previous lab result was 2.8 inr from three weeks ago.

Manufacturer narrative:
Investigation pending.